Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21268.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2015-21268. It was reported during the patient's ((B)(6)) ipg replacement procedure, intra-operative testing revealed invalid impedances. Subsequently, the extensions were explanted and replaced which resolved the issue.the implant date of the extensions is unknown at this time. The implant date of the concomitant ipg and lead is unknown at this time.